Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of procedure aborted.

Event description:
It was reported that during the preparation for spaceoar vue placement procedure, when the packaging was opened the powder in the vial was visibly hardened, therefore upon the diluente was injected into the vial, the powder was unable to dissolve. The procedure was aborted under general anesthesia.